Event description:
It was reported that the patient was in a car wreck on (B)(6) 2014 and was jerked really hard. It was noted the patient was wearing a seatbelt. The reporter noted the patient had pain near the lead wires. The patient stopped feeling stimulation on (B)(6) 2014 after the accident. The reporter noted the patient had no stimulation sensation and was not able to adjust stimulation. It was noted the patient was seeing a power on reset (por) with a ¿call your doctor¿ icon on the patient programmer and the recharger screen since (B)(6) 2014. It was noted the patient saw poor communication when trying to synch. The patient tried to reposition the antenna over the ins and ensured the cord was plugged in all the way. It was confirmed that the stimulation was off. The patient turned the device on and confirmed that she felt stimulation. It was noted the patient would contact the health care professional to have the device checked since the accident. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3 777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).